Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was provided: please provide the patient's demographic information including gender, weight, bmi at the time of index procedure female, wt 124 lbs, bmi 21.22 name of index surgical procedure? Retropubic midurethal sling the diagnosis and indication for the index surgical procedure? Stress urinary incontinence were any concomitant procedures performed? Cystourethroscopy other relevant patient history/concomitant medications? N/a what was the initial approach for the index surgical procedure? Vaginal were any concurrent devices implanted? No were there any intra-operative complications? Nil when was the mesh exposure first noted by a physician? 6-wk post-op visit please provide the mesh exposure site/location, symptoms and diagnostic confirmation. Evidence of mesh exposure at midline approx .5cm; pt feels well, no urinary symptoms, pvr by bladder scan 0ml. Describe any medical/surgical intervention for the exposure including dates and findings. Prescribed estrace vaginal cream, 1g weekly. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Opinion: atrophic vaginitis which prevented healing of vaginal tissue over mesh what is the patient's current status? Scheduled for follow-up visit on (B)(6) 2024. Product code and lot number? Model# 810041b. Lot# 3944728.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure? Were any concurrent devices implanted? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Please provide the mesh exposure site/location, symptoms and diagnostic confirmation. Describe any medical/surgical intervention for the exposure including dates and findings. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Facility name? Product code and lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent an unspecified procedure on (B)(6) 2024 and mesh was implanted. In (B)(6) 2024, moderate mesh exposure midline was noted. Unspecified drug therapy was provided. This event was reported as having a causal relationship with the study device and study procedure. Additional information has been requested.